Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine follow-up where lead noise was observed. Programing changes were made till generator change. During the generator change the lead was observed bent in the pocket and at the bend it was cracked open. The lead was capped and replaced. The patient was discharged home and is doing fine.